Event description:
It was reported that the valve was not able to be removed due to granulation tissue. Every attempt was made to remove the original valve but it was unsuccessful. A new valve was placed over it to occlude the airway. Additionally, the customer reports that the initial valve was not place in the correct position and by the time the doctor wanted to revise it, it is then they had trouble removing it.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.